Event description:
A sterile processing technician reported problems with the display lines on top fading out during a vitrectomy procedure. Following a system exchange, the procedure was completed with no impact to the patient.

Manufacturer narrative:
A sample has been rec'd, but has not been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).